Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor. System operates as intended.

Event description:
The customer reported the monitors would not display an image. No patient injury was reported.